Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found a foreign object inside the nozzle. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.